Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings, inaccurate delivery issue. The patient stated that their blood glucose (bg) was 553mg/dl with lethargy, nausea, symptoms of dehydration, and extreme drowsiness/difficulty waking up/confusion. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer support (cs) reviewed the pump and all basal delivery totals in total daily dose match active basal program total or are as expected. The basal history matches the active basal program settings. The bolus totals match and all boluses are recorded as programmed. This report is being made due to bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the last bolus delivery and the last basal delivery were on (B)(4) 2014. The pump history shows several manual suspends and manual resumes of the pump. No alarms related to the complaint noted in the alarm history; only typical usage observed. The total daily dose adds up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Investigators were unable to duplicate reported complaint. The battery compartment is cracked below the bumper grip; returned battery cap was able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.